Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 48.5cm was returned for analysis. External insulation abrasion was noted at 26.5-26.7cm from the distal tip, consistent with lead friction to another device or feature of the heart, and at 38.1-38.4cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 11.3-13.5cm from the distal tip. Internal insulation abrasion was noted at 8.1-8.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.